Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated that in the middle of the night like 4 days ago, the stimulation got real intense and it was hard for her to breathe. Patient stated that they turned off the stimulation and when they got up in the morning, they turned the stimulation back on and the stimulation was at 7. Patient was trying to settle out their program 1 and started knocking down program 2 to level it off. Patient said that now the whole thing is out of whack and they don't know where to start from again. Pt knew how to adjust program settings but did not know where they should be. The patient was redirected to medtronic representative.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.